Manufacturer narrative:
Unknown; requested but not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. First/given name: unknown; requested but not provided. Last name: unknown; requested but not provided. Email address: unknown; requested but not provided. Telephone number: (B)(6). Device evaluation: the device was not returned at the manufacturing site, reason unknown; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that there were no other complaints for this po. No escalation was required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a haptic on the intraocular lens (iol) was reported to be broken when checked during operation. It is unknown if there was patient contact with the iol. There was no reported patient injury. No additional information was provided.